Manufacturer narrative:
An event regarding pain involving a metal head was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient stated that she is in constant pain and the left side goes numb. She has pain and swelling in the lower part of her back making it hard to sit and walk.

Manufacturer narrative:
The following devices were also listed in this report: trident 10° x3 insert 36mm ID; cat# 623-10-36f; lot# mjkjxx. Trident hemispherical solid back shell; cat# 500-11-56f; lot# 33921801. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient stated that she is in constant pain and the left side goes numb. She has pain and swelling in the lower part of her back making it hard to sit and walk.